Manufacturer narrative:
(B)(4). The customer returned a 2-lumen PICC for evaluation. A securement device was attached to the catheter body and evidence of use was observed. Visual examination of the catheter did not reveal any obvious defects. After the catheter failed the functional leak test the location of the leak was examined using magnification. It was revealed a small hole was present on the juncture hub of the catheter. The hole was at the base of a molding seam adjacent to the bottom of the suture wing on that side of the juncture hub. The catheter was leak tested by occluding the distal end and injecting water through the extension lines using a 10ml hand syringe. When the proximal extension line was pressurized, water was observed leaking from a hole in the juncture hub. Manufacturing was contacted to determine a potential root cause for the leak observed. The feedback indicated that the hole/leak was a manufacturing related issue referred to as incomplete molding. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The customer report of a leak in the catheter juncture hub was confirmed through functional testing of the returned sample. A leak was observed coming from the juncture hub when the proximal extension line was pressurized with water. Microscopic examination of the location revealed a small hole on the juncture hub of the catheter. The hole was at the base of a molding seam adjacent to the bottom of the suture wing on that side of the juncture hub. Manufacturing indicated the hole/leak was due to a manufacturing issue referred to as incomplete molding. Based on the sample returned and manufacturing feedback, the probable root cause of this issue is manufacturing-molding related. A non-conformance request has been initiated to further investigate this complaint issue.

Event description:
The customer reports the PICC catheter presents the presence of filtration in the union of the lumens. The device was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the PICC catheter presents the presence of filtration in the union of the lumens. The device was replaced.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer returned a video of the catheter undergoing a leak test. The video clearly shows a leak in the juncture hub of the catheter, however, a probable cause of the catheter leaking cannot be determined from the video and without the sample returned to evaluate. A device history record review was performed and no relevant findings were discovered to suggest a manufacturing issue. The instructions-for-use (IFU) provided with this kit warns the user "to minimize the risk of pressure induced damage to catheter, do not expose to pressures above 50 psi. Common sources of potentially high pressure include: syringes smaller than 10 cc used to irrigate or de-clot an occluded catheter (a fluid filled 1 cc syringe can exceed 300 psi6), certain radiographic procedures, and infusion pumps with occlusion pressure limits above 50 psi." The report that the juncture hub leaked during use was confirmed through examination of the customer supplied video. The video shows the catheter undergoing a leak test and a leak is clearly visible at the juncture hub; however, the actual complaint sample was not returned for evaluation. A device history record review was performed, and no relevant findings were discovered to suggest a manufacturing issue. The probable cause of the juncture hub leak could not be determined based upon the information provided and without the actual sample returned for evaluation. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the PICC catheter presents the presence of filtration in the union of the lumens. The device was replaced.